Event description:
Pt called the morning his pump was to be disconnected to state, he didn't think his pump had worked. Upon arrival pump noted to still be firm and did not appear to have infused any of medication. New set up obtained from pharmacy and new pump connected to pt.